Manufacturer narrative:
H10:  additional manufacturer narrative: updated h6 per new information received.

Manufacturer narrative:
Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. Leaflet tears resulting from manufacturing/packaging nonconformances also have the potential to result in valvular dysfunction if not detected prior to implant. The device was not returned for evaluation, as due diligence attempts have been made to obtain the status of the explanted device for return. At this time, the device status has not been provided. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number (B)(4).

Event description:
It was reported via patient registry that a 23mm aortic valve was explanted and replaced with a 27mm valve after an implant duration of 3 years, 1 month due to moderate insufficiency and perforation of leaflets. Per medical records, the patient presented with cardiogenic shock, severe pvl of a previously implanted mitral valve, severe tricuspid insufficiency, and moderate aortic insufficiency. The patient initially underwent a partial percutaneous closure of the mitral pvl with the placement of an iabp. The patient underwent redo-avr with a 27mm valve, mvr with a 29mm non-edwards valve, tv replacement with a 33mm non-edwards valve, CABG, and reconstruction of the subaortic curtain. On completion of the final valve replacement, tee showed no pvls and good functioning valves. The patient was discharged home on pod #16. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.